Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 91, 90 and 100 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 96 mg/dl using truemetrix meter and 84 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all the reading below his stated normal range. All results are fasting

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 91, 90 and 100 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 96 mg/dl using truemetrix meter and 84 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: 100mg/dl (B)(6) 2017 11:42 pm fasting:yes, 155mg/dl (B)(6) 2017 11:40 am fasting:yes, 102mg/dl (B)(6) 2017 06:17 pm fasting:yes, 90mg/dl (B)(6) 2017 09:41 am fasting:yes, 91mg/dl (B)(6) 2017 11:35 pm fasting:yes. Memory concerns:the customer is concerned with all the reading below his stated normal range. All results are fasting